Event description:
During an in-clinic follow-up, myopotential oversensing episode were observed on the device. The myopotential signals were reproduced through provocative testing. Technical services was contacted and provided reprogramming recommendations. The device was then reprogrammed as a resolution. The patient is stable with no consequences.